Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited high capture threshold; the lead was noted to be dislodged based on diagnostic imaging. It was suspected that the patient may have been twiddling the lead. The atrial lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.